Event description:
It was reported this right ventricular lead was an attempted implant due to a defect of a crinkle in the lead. Another right ventricular lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did identify the insulation appears bent approximately 505mm from the terminal pin. No other characteristics were identify that would that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this right ventricular lead was an attempted implant due to a defect of a crinkle in the lead. Another right ventricular lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.